Event description:
Litigation papers allege that bilateral patient has an elevated level of chromium in his blood. Additionally, patient suffers from leg instability and weakness, increased pain, and other related physical symptoms. Patient is scheduled to have his right hip revised. (Patients left hip has already been revised and was reported in a separate complaint.) ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that bilateral patient has an elevated level of chromium in his blood. Additionally, patient suffers from leg instability and weakness, increased pain, and other related physical symptoms. Patient is scheduled to have his right hip revised. (Patients left hip has already been revised and was reported in a separate complaint.)

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed.